Event description:
It was reported that review of performance data showed excessive charge time and rapid voltage decline over a period of two months. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Time of rrt (recommended replacement time) in save to disk on (B)(4) 2011, device rrt<=2.61 volt. Weekly battery voltage log data shows min bat=2.65 to 2.58 volts minimum between (B)(4) 2011 and (B)(4) 2011. One - patient alert for low battery voltage on (B)(4) 2011 02:15:04. One - patient alert for charge circuit timeout on (B)(4) 2011 23:41:44. One - patient alert for excessive charge time on (B)(4) 2011 23:42:25.